Manufacturer narrative:
(B)(4)

Event description:
It was reported that a diagnostic anomaly was observed regarding the battery longevity calculations. The asymptomatic patient was presented for a routine follow-up. A manual calculation was performed and a new estimate for battery longevity was determined.